Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation. However, since the facility did provide a lot number, an inspection of the device master record will be performed as part of the investigation of this incident. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.

Event description:
During a product evaluation trial of the microcuff endotracheal tube, the hospital reported a need to constantly check and reinflate the cuffs as they were losing pressure during use. Additionally cuff pressures up to 80 to 100 cm h2o were required to produce an airway seal. Also reported was an issue of tube migration to the carina despite proper placement by hospital staff. The hospital experienced the above issue with: "the few tubes that have been used". No additionally details were provided with respect to the events nor were any details provided about the patients involved. However, in a single case subject to this MDR filing, the patient was re-intubated with a larger size diameter endotracheal tube. No patient injury was reported. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly clark complaint database and identified.